Manufacturer narrative:
Concomitant medical devices: d314trg ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high impedance and no capture at maximum outputs. It was suspected that the lead fractured during a prior surgery. The lead was programmed off and later capped. It was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.